Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced skin infection described as sore and pain. The customer had contact with a healthcare professional, who treated them with unspecified antibiotic with lidocaine and triamcinolone acetonide ointment and kept the area covered. There was no report of death or permanent impairment associated with this event.